Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was missing results from the meter memory. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that he became aware of the alleged meter issue on (B)(6) 2017. It was not reported if the patient takes any medication to manage his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that an unknown time after the alleged issue started he developed symptoms of ¿flush face, headache and palpitations¿. It was not reported if the patient received any treatment due to the alleged issue. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the alleged meter issue was not resolved with training. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.